Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 183 mg/dl. The customer stated that she had gone to deliver a bolus and that the up arrow did not respond. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.